Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (63 mg/dl). The customer stated that the low bg was caused by a miscalculation of the amount of carbohydrates that was to be consumed. The low bg was addressed by drinking juice. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.